Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735416, serial/lot #: unknown. H2) please see section b5 and the additional codes section for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Further troubleshooting was performed, the field representative (rep) tried another universal serial bus (usb) with no resolve. The rep tried loading the exam via both usbs and both navigation systems with no resolve. The rep loaded the exam onto the navigation system without issue. The rep tried two more usbs with both exams on both navigation systems with no resolve.

Manufacturer narrative:
H3) no parts have been received by the manufacturer for evaluation.  Codes: b17, c20, d15 h6) multiple annex a codes were submitted for the event. Annex a code, a1002, applies to rfr code nav4123 and annex a code a13, applies to rfr code nav4119. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system displayed disc format error while attempting to load a patient exam. The field representative (rep) tried another universal serial bus (usb) with no resolve. The rep tried loading an exam via both usbs onto another navigation system with no resolve. The rep tried another patient exam on both usbs and both navigation systems with no resolve. The rep loaded exam onto navigation system without issue and the rep tried two more usbs with both exams on both navigation systems with no resolve. There was no patient involvement. Troubleshooting was performed, technical services (ts) had the rep attempt a third exam and they were able to load onto both navigation systems. The rep then tried a fourth exam and was able to load on both navigation systems.